Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system with no other device. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet® solent" omni catheter was used during a subclavian vein thrombectomy procedure. The first angiojet catheter, during prep was unable to prime so a second angiojet solent omni catheter was used. Thrombectomy aspiration was started but after a few seconds the system stopped and a check saline error message occurred. The device was removed from the patient to prime again. However the system was unable to prime as the system kept indicating to check saline bag and re-prime. A small saline leak was noted in the pump block area. The procedure was completed with the use of a non bsc manual thrombectomy aspiration catheter. No patient complications were reported and the patient status was stable.